Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The power supply voltage was adjusted and the hard drive board was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was sreported that the 9600 system would not boot up prior to a case. No pt injury was reported.